Manufacturer narrative:
The complaint was initially reported to be only about the valve. However, the catheters were also returned. The catheter met the specifications for patency testing. Proteinaceous debris was observed on the cardiac/peritoneal catheter. No other anomalies were noted. It is unknown what caused the reported event. A review of the manufacturing records was not possible as no lot number was provided. All of our catheters are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that spinal fluid could not be discharged after placing the device intraoperatively. According to the report, the device was removed. No impact to the patient was reported.